Event description:
It was reported that motor error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate and motor not running errors were in the history. During analysis, the reported issue was able to be duplicated. Service replaced motor assembly.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on (B)(6) 2022 via email and attached to complaint object: no patient injury. No further information is available from the customer. H6: event problem and evaluation codes: updated